Event description:
A physician reported that during a parathyroid revision procedure the emg tube and inflation assembly were checked for functionality prior to intubation, after which the patient was intubated, and the cuff was inflated with 10cc¿s of air. About 15-20 minutes into the procedure the patient was then turned 180, at which time the cuff of the emg tube was deflated and then re-inflated after the positioning was complete; when re-inflating another 5cc¿s of air were added to the cuff, amounting to 15cc¿s, total. After the cuff was re-inflated with the 15cc¿s of air, the patient¿s oxygen diminished. It is believed that the cuff of the tube herniated over the tip and murphy eye of the tube, blocking oxygen flow; the inflated cuff was not able to move air through bronch. The patient coded. After 20 minutes of CPR the patient was transferred to the ICU and passed away 3-4 days later after another coding episode.

Manufacturer narrative:
The event and its severity are known and labeled per IFU 68e4127 b, which states the following: do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Do not over inflate the cuff. Over inflation may cause cuff deformation, deflation or rupture resulting in tube blockage and/or tr acheal damage. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. If information is provided in the future, a supplemental report will be issued.